Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery exhibited premature battery depletion (pbd). Data was sent to boston scientific technical services (ts) for their review and recommendations. This s-ICD was then successfully replaced. No additional adverse patient effects were reported. Device is expected to be return for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery exhibited premature battery depletion (pbd). Data was sent to boston scientific technical services (ts) for their review and recommendations. At this time, the device remains in service. No adverse patient effects were reported.